Manufacturer narrative:
The device was returned for analysis. A visual analysis revealed the teflon coated section of the wire had been scraped, forming a string of teflon at the proximal end of the device. The scraped teflon started at the transition from the un-coated docking area. The failure seen in the complaint was replicated. The reproductive test was conducted as follows: the uncoiled segment of a retention guide wire sample from the involved product code was inserted into the involved inserter sample. With a curved shape given to the guidewire sample, the guidewire sample was withdrawn from the involved inserter sample with the uncoiled segment coming in contact with the edge of the involved inserter sample. As a result, the ptfe coat layer was sheared off the core wire where the core wire was exposed. The replication confirmed a mechanical scraping of the teflon coating can result in the coating being scraped off of the wire. Furthermore, 6 lot samples were returned by the customer. One of the lot samples was analyzed for non conformities and subsequently used to replicate the failure mode using a metal inserter. The 5 lot samples left were analyzed for any non-conformities, in which none were found. As a result, all 6 lot samples were found to be within specifications and did not show evidence of a stripped or damaged coating. Based upon the investigation and the available information the reported complaint was confirmed. The root cause could not be definitively determined, however the findings indicated the teflon had been mechanically scraped at the proximal edge of the teflon, possibly from the use of a torque device over the teflon, as reported.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. The device has been returned for evaluation. The investigation is currently underway. The device was used during the same procedure as was reported in MFR report# 2032493-2017-00279.

Event description:
It was reported that an interventional procedure was performed in a peripheral (forearm) vessel. After the traxcess guidewire was removed from the microcatheter (another manufacturer's device), the wire was wiped with a compress to prepare it for later use during the procedure. Upon examination of the wire after it had been wiped, it appeared that the coating was missing from two sections of the wire, and a "black color" was seen in the compress. Additionally, the coating from the wire came off when the torque device was removed. There was no reported patient injury and the current patient's status is reported to be "fine."